Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged housing on the controller. The reported event of damage to the system controller's screen/user interface was confirmed via analysis of the returned system controller. The returned system controller, (B)(6), was observed to have cosmetic damage to the user interface (ui) membrane over the display. The system controller was opened, and the liquid crystal display (lcd) was physically unremarkable, isolating the damage to the ui membrane. The system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without issue. The downloaded log files showed the system controller operating as intended. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs the user to not drop the system controller or subject it to extreme shock. This section also advises the user to inform hospital personnel immediately if the system controller is dropped. The heartmate 3 instruction for use, section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cracked screen did not affect the system controller's functionality, the clinic was just unable to visualize pump parameters appropriately.

Event description:
It was reported that the patient presented for a routine clinic visit on (B)(6) 2024 where it was discovered that the patient's system controller screen had a large crack. A warranty replacement was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.